Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that the instrument fractured during a knee arthroplasty and a piece remained undetected in the patient's surgical site. It was detected later in a post op x-ray and the patience has been scheduled for a procedure to remove the fractured piece.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reported event is considered confirmed as the returned device was fractured. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of x-ray reveals a small metallic body at the anterior soft tissues. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. The following sections have been updated: additional narratives/data: fractured instrument piece was removed on (B)(4) 2018. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported the patient underwent an additional procedure to have the fractured piece of instrument removed approximately one month post-initial event date.